Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the right ventricular (rv) lead had high thresholds. A rv lead re-positioning was attempted but the lead was unable to retract. The re-positioning was abandoned and the rv lead remains in use. No patient complications have been reported as a result of this event.